Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed a broken fastener. The device was then reported to be jammed. The subject device has been discarded by the user facility. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ not returned - sample discarded.

Event description:
As reported during a procedure on (B)(6) 2022, the bard/davol optifix straight fixation device deployed a broken. The next fastener was jammed within the device and could not be deployed. The broken fastener was removed from the patient. There was no reported patient injury.